Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed a broken grip at the grip base. A piece approximately .212" x .656" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips is usually excess force applied to the instrument jaws.

Event description:
It was reported that during a thymectomy the fragment from the cadiere forceps came off and fell inside the patient. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the fragment was retrieved from the patient. Backup instrument used to retrieve fragment. Surgeon was finishing case when issue occurred. The fragment came off near the tip area. No patient demographic information available. Procedure is completed as planned with no patient harm.